Event description:
The report stated that following the 12 minute activation during the radio frequency ablation procedure, a 2nd or 3rd degree burn was found on the patient's thigh where the return electrode pad had been located. Following the procedure ointment was applied, then 1 week later, debridement and a skin graft was done.